Event description:
Customer reports of receiving an unexpected restart while priming. Customer's blood glucose was unknown. Customer was not able to troubleshoot as she had an appointment. Customer was advised to call back in order to troubleshoot. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.